Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a device site infection. Patient was hospitalized and on antibiotics for several days after procedure. The issue is resolved now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the etiology of the encephalitis is unknown. Hcp said it was likely due to aseptic meningitis related to hsv2. Hcp then stated that the device/therapy was not casual or contributory to the patient passing out and having encephalitis. Patient was discharged with a PICC line for antibiotics IV then oral antibiotics. Patient was to follow up with an infectious disease specialist. Hcp said the patient was hospitalized with nausea, vomiting, abdominal pain, and dizziness two weeks after being implanted.

Manufacturer narrative:
H1: type of report has been updated h6: codes have been updated to reflect new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated 4-5 days after the implant, they ended up in the ER with severe headaches. Patient said they passed out on the floor and didn't remember getting to the hospital. Patient said they were supposed to have their implant turned on the (B)(6), but ended up being in the hospital for 11-12 days and was told they had encephalitis of the brain. Patient said the only thing pt could come up with was there was "something on it" when they had surgery. Patient mentioned they were getting 3 bags of antibiotics each day and after they were out of the hospital, they were in a rehab nursing home, and now that they were home, they had patient on a regime of 3 pills 5 times a day that made them a little loopy. Patient said they haven't heard from a rep to get the device turned on and didn't have any contact info. Patient said they have an appointment set up with follow up physician on (B)(6). The patient was redirected to their healthcare provider to further address the issue and to contact a rep.